Event description:
Allegedly per "bone loss associated with the epiphysis expandable prosthesis for the treatment of pediatric distal femoral malignancies." Cipriano, cara (gitelis) page 34 of 2013 msts annual meeting there were 3 cases of progression to multicentric disease, 1 case of local recurrence, and 1 death secondary to malignancy. Fifteen minor complications and 22 major complications were observed with a total of 15 reoperations. 3 patients were revised to an adult implant. The study population consisted of 12 consecutive osteosarcoma patients. Two previous complaints reported (B)(4) for broken components.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.